Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (ovaries/uterus)"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general)"), pregnancy with contraceptive device ("unintended pregnancy: yes/ miscarriage") and abortion spontaneous ("miscarriage") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "unintended pregnancy: yes/ miscarriage". The patient's concurrent conditions included body mass index normal. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes"), mood altered ("hormonal changes (emotional)") and mental status changes ("hormonal changes (mental)"). In (B)(6) 2007, the patient experienced depression ("depressed"), dyspareunia ("dyspareunia"), vaginal infection ("infection (vaginal)") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems") and dysgeusia ("constant metal taste in mouth"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In august 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("anxious"), nausea ("nausea"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (device removal surgery). Essure (ess205) was removed in 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, mood altered, mental status changes, vaginal infection, nausea, weight increased, dysgeusia and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage, dyspareunia and vulvovaginal pain was resolving and the genital haemorrhage and dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mental status changes, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the plaintiff cannot recall type of procedure used to remove the essure in 2014. The plaintiff had 3 pregnancies which resulted in 3 miscarriages and provide the following dates: (B)(6) 2013, (B)(6) 2016, (B)(6) 2018 (?). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 12-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2007. Essure removal date (2014) added. Events malposition of essure (ovaries/uterus), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems/changes, urinary problems/changes, dental problems, dyspareunia, hormonal changes (emotional), hormonal changes (mental), infection (vaginal), nausea, weight gain, constant metal taste in mouth, vaginal pain, abdomen pain and essure confirmation test: no, unintended pregnancy , miscarriage and device ineffective added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (ovaries/uterus)"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) / constant bleeding"), pregnancy with contraceptive device ("unintended pregnancy: yes/ miscarriage") and abortion spontaneous ("miscarriage") in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "unintended pregnancy: yes/ miscarriage". The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen and oral contraceptive nos. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes"), mood altered ("hormonal changes (emotional)") and mental status changes ("hormonal changes (mental)"). In (B)(6) 2007, the patient experienced depression ("depressed"), dyspareunia ("dyspareunia"), vaginal infection ("infection (vaginal)") and weight increased ("weight gain"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems") and dysgeusia ("constant metal taste in mouth"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("anxious"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with eryery (device removal surgery). Essure (ess205) was removed in 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, mood altered, mental status changes, vaginal infection, nausea, weight increased, dysgeusia, abdominal pain and abdominal pain lower outcome was unknown, the pelvic pain, vaginal haemorrhage, dyspareunia and vulvovaginal pain was resolving and the genital haemorrhage and dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mental status changes, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the plaintiff cannot recall type of procedure used to remove the essure in 2014. The plaintiff had 3 pregnancies which resulted in 3 miscarriages and provide the following dates: (B)(6) 2013, (B)(6) 2016, (B)(6) 2018 (?). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (ovaries/uterus)"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding, abnormal bleeding (general) / constant bleeding"), pregnancy with contraceptive device ("unintended pregnancy: yes/ miscarriage") and abortion spontaneous ("miscarriage") in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "unintended pregnancy: yes/ miscarriage". The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen and oral contraceptive nos. In july 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems/changes"), urinary tract disorder ("urinary problems/changes"), mood altered ("hormonal changes (emotional)") and mental status changes ("hormonal changes (mental)"). In august 2007, the patient experienced depression ("depressed"), dyspareunia ("dyspareunia"), vaginal infection ("infection (vaginal)") and weight increased ("weight gain"). In february 2008, the patient experienced tooth disorder ("dental problems") and dysgeusia ("constant metal taste in mouth"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). In august 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In july 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), anxiety ("anxious"), nausea ("nausea"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdomen pain") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (device removal surgery). Essure (ess205) was removed in 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, mood altered, mental status changes, vaginal infection, nausea, weight increased, dysgeusia, abdominal pain and abdominal pain lower outcome was unknown, the pelvic pain, vaginal haemorrhage, dyspareunia and vulvovaginal pain was resolving and the genital haemorrhage and dysmenorrhoea had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, bladder disorder, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mental status changes, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the plaintiff cannot recall type of procedure used to remove the essure in 2014. The plaintiff had 3 pregnancies which resulted in 3 miscarriages and provide the following dates: aug-2013, may-2016, nov-2018 (?). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event abdominal pain lower was added. Concomitant drugs ibuprofen & oral contraceptive nos was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.